Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis located in the proximal obtuse marginal (om). The device was inspected with no issues noted. Negative prep was not performed. The lesion was not pre-dilated. The device passed through a previously deployed stent. Excessive force was used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion. The stent was unable to be removed and a balloon was inserted in an attempt to crush the stent against the vessel wall. The dislodged stent remains in the patient. The patient was reported to be alive with no further injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no issues noted when removing the protective sheath. Resistance was encountered advancing the device to the lesion. The inflation device remained on neutral pressure during delivery of the device. The attempt to crush the stent against the vessel wall was unsuccessful. If information is provided in the future, a supplemental report will be issued.